Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing after filling the cartridge with insulin during the load process. The customer loaded a new cartridge and able to resume insulin delivery. The customer's blood glucose level was 197 mg/dl.